Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling the cartridge with 300 units of insulin, a minimum fill notification was received. Customer reloaded the same cartridge without adding more insulin and the loading step was successfully completed. Customer's blood glucose was 180 mg/dl.